Event description:
Segments were missing from their blood glucose monitoring device display. Reporter stated the first digit of the three digit blood glucose reading on the device has segments missing. Reporter did not indicate which segments of the first digit were missing. A request was made for the return of the suspect device and replacement product was sent.